Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.

Event description:
The customer reported that the display keeps flickering. No pt incident reported. Additional info was made available from the customer on (B)(6) 2014 indicating the following: "this unit was found, by me, in our shop front, with a note stating: "display does not come on". Additionally, the unit kept resetting, so I placed a new battery in it. I don't have any of the detail info, that you are requesting, other than to say that it was placed into service (B)(4) 2011. Sorry I can't be of more help."